Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited low out of range pacing impedance triggering an alert. Additionally, the ra lead was noted to exhibit noise oversensing resulting in inappropriate mode switch episodes occasionally. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the right atrial (ra) lead exhibited low pacing impedance, noise recurrence and loss of capture upon review of a remote transmission. No changes or interventions were reported. The patient condition was not known.